Event description:
The customer stated that she tested her blood glucose using her breeze2 and breeze meters. The breeze2 meter read 80 mg/dl, while the breeze meter read 195 mg/dl. The customer stated that her normal range for glucose readings was 180-250 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test stirps were sent to the customer.